Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: matrixrib plate/screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: chai, s.c. Et al (2023), challenges in complex oncological chest wall reconstruction with free anterolateral thigh flap and titanium rib plate, indian j plast surg vol. 56, pages 166¿172 (malaysia). The case series would like to highlight the pitfalls and perioperative complications in complex oncological chest wall reconstruction involving titanium rib plate and free anterolateral thigh flap. Between 2018 and 2019, a total of 6 patients (2 male and 4 female) with a mean age of 53.8 years were included in the study. These patients underwent free anterolateral thigh (alt) flaps with titanium rib plates (matrixrib, depuy synthes) for chest wall reconstruction. The following complications were reported as follows: - a 61-year-old male patient had wound dehiscence and exposed titanium rib plate - a 62-year-old female patient had flap failure secondary to dislodged clavicular plate - a 49-year-old female patient died 12 months after surgery this patient also experienced flap congestion secondary to folded pedicle between the titanium plate. Underwent flap exploration and released of pedicle. - a 57-year-old female patient died 8 months after surgery. This patient also experienced congestion secondary to trapped and kinked pedicle under the edge of the third cut rib. Underwent flap exploration, reposition of pedicle, and shortening of 3rd rib. - a 27-year-old female patient had wound dehiscence - a 67-year-old male patient had intrathoracic collection this report is for an unknown synthes titanium rib plates, matrixrib. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: matrixrib plate/screws . This is report 7 of 7 for (B)(4).